Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference medwatch # 3004209178-2016-89313.

Event description:
The customer's mother reported via telephone call that the display had a dark area on it. The drive support cap appeared normal and recessed. The insulin pump passed the self test and the mother stated that they could still see the lettering. The mother was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The mother was advised that the insulin pump would be replaced and agreed to return the product for analysis.